Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to complete telemetry to send a remote transmission from their cardiac resynchronization therapy defibrillator (crt-d). Shortly thereafter, the device could not be interrogated wirelessly or non-wirelessly and premature battery depletion was reported. The battery was reported to have failed completely. The device did not sound an alert tone when a magnet was placed over the device and the device was not pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a severely depleted battery. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. The stacked chip scale package was optically inspected after removing all the surrounding components. No copper trace anomalies were noted on the edges of the package. No hybrid anomalies were found. Battery analysis found plated lithium (li) material on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The li material extended under the head space insulator and contacted the cathode tab. The premature battery depletion was the result of an internal short from the plated li material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.